Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found the slide switch and the slider completely came off, won't power up (power led does not come on) there were loose components inside the unit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the basic console for electric pen drive device was dropped, rattling inside and had a cracked front panel. During in-house engineering evaluation, it was observed that the slide switch and the slider completely came off, the device would not power up (power led does not come on) and there were loose components inside the unit. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.